Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. Testing of the hybrid circuit confirmed a voltage too low to support device functions. Visual inspection of the battery liner noted that it did not cover the battery properly due to misalignment. This was not the cause of the failure as this only provides a short during a unipolar pacing pulse, not enough energy to cause the battery to deplete to the level this battery was at, and the battery was not swollen which would indicate no shorting had occurred. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was evaluated in a hospital setting due to bradycardia. The patient experienced a heart rate in the 30 beats per minute (bpm) range. The device could not be interrogated, and no magnet response was found. The last data transmission from august of last year, showed the device had 2.5 years of battery life remaining. The patient was transferred to the intensive care unit. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was evaluated in a hospital setting due to bradycardia. The patient experienced a heart rate in the 30 beats per minute (bpm) range. The device could not be interrogated, and no magnet response was found. The last data transmission from august of last year, showed the device had 2.5 years of battery life remaining. The patient was transferred to the intensive care unit. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.